Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g0ne, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient was implanted with the device recently and had her incision open up while sitting in the bathtub for about an hour. It was noted that the incision was open for about an hour and the implantable neurostimulator (ins) was exposed. The patient was stitched back up after this occurred. It was reported that the patient programmer was showing a doctor message that said ¿call physician, neurostimulator is depleted and cannot synchronize.¿ it was later reported that a patient was not able to use her patient programmer. It was noted that the device was implanted on (B)(6) 2014 and the patient had to have surgery on (B)(6) 2014 because the incision opened up and the implant was coming out. The next day when the patient tried to use her patient programmer she wasn¿t able to because she saw the power on reset (por) message. It was later reported that a manufacturer representative would meet with a patient to clear the por. It was noted that after implant the patient complained about the incision site being painful and the clinician confirmed that it wasn¿t infected. It was reported that a few days after implant the patient took a bath and noticed the incision site had split open. The patient was ¿brought immediately to the operating room¿ where the clinician repositioned the ins and made the pocket deeper. It was reported that the clinician did a full antibiotic flush of the pocket site. It was reported that the por was first seen in recovery after the procedure on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient recovered fine. It was an error message once that resolved once the manufacturer representative reprogrammed the patient's device. It was noted that everything was working fine now.

Event description:
Additional information received reported that the patient might be calling about a message being seen on their patient programmer. The patient was recently implanted and was reporting a message to a manufacturer representative about a depleted battery but the information wasn¿t totally clear as to what the patient was seeing.